Event description:
It was reported that the loss of pacing was observed on the device. Dislodgement of the right ventricular (rv) lead was suspected. During revision, the rv lead was repositioned but loss of pacing was observed. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.